Event description:
It was reported that on (B)(6) 2024, a 29mm navitor vison valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a large flexnav delivery system. The perimeter of the native valve was 84.3mm. After the procedure, there was small paravalvular leak and a post dilatation was performed. During post dilatation, after full release of the valve the non-abbott balloon was unfortunately anchored in the valve due to deflation was not fast enough and pulled the valve up and tavi ended up to high sitting in the sinus of valsalva (sov). The physician snared the vale towards the aortic root and a non-abbott valve was implanted successfully. There was no reported complications. The patient remained hemodynamically stable throughout the procedure and there was no delay in the procedure.

Manufacturer narrative:
An event of the small perivalvular leak after procedure, device migration and explant of the valve was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. It was observed that the balloon got anchored in the valve due to deflation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note, per the instruction for use, ¿post-implantation precautions: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage.¿

Manufacturer narrative:
H6 medical device problem code 1494 was removed. Added medical device problem code 2017. An event of the small perivalvular leak after procedure, device migration was reported. A returned device assessment could not be performed as the device remains implanted and was not returned for analysis. Possible contributing factors for valve migration are intra-procedural difficulties, implant depth, annular calcium distribution, and deployment or retraction difficulties. It was observed that the balloon got anchored in the valve due to deflation. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incident could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device. Please note, per the instruction for use, ¿post-implantation precautions: once the valve is fully deployed, repositioning and retrieval of the valve is not possible. Attempted retrieval (e.g., use of a guidewire, snare, or forceps) may cause aortic root, coronary artery, and/or myocardial damage.¿

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor vison valve was chosen for a transcatheter aortic valve implantation (tavi) procedure using a large flexnav delivery system. The perimeter of the native valve was 84.3mm. After the procedure, there was small paravalvular leak and a post dilatation was performed. During post dilatation, after full release of the valve the non-abbott balloon was unfortunately anchored in the valve due to deflation was not fast enough and pulled the valve up and tavi ended up to high sitting in the sinus of valsalva (sov). The physician snared the vale towards the aortic root and a non-abbott valve was implanted successfully. There was no reported complications. The patient remained hemodynamically stable throughout the procedure and there was no delay in the procedure.